Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device unpackaging when removing the stylet/mandrel, the stent implant dislodged with the 'wire' [stylet]. The device was not used; there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.